Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation. During review of the device evaluation the lm added the following events: event 2: white foreign material in air/water (a/w)-cylinder. Event 3: brown foreign material adhered to light guide (lg)-lens. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation for the event of positive culture, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. For the event of white foreign material in a/w-cylinder, the root cause could not be determined. The reprocessing steps provided by the user were reviewed and no deviation from the IFU was identified. Physical damage of a/w-cylinder was not reported. The origin of the material was not confirmed. For the event of brown foreign material adhered to lg-lens, the root cause could not be determined. The reprocessing steps provided by the user were reviewed and no deviation from the IFU was identified. Physical damage of lg-lens was not reported. The material resembled traces of remains from previous procedures and or corrosion. The following is included in the device IFU: "an insufficiently reprocessed endoscope and or accessory may pose an infection control risk to the patients and or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The customer reported they had no concerns and there were no deviations or deficiencies in reprocessing. The steps taken during reprocessing were not provided. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. During device evaluation at olympus, it was found there was a whitish foreign material at the air/water cylinder, the light guide lens had a brown foreign material, the suction cylinder had no color, the switch printed circuit board was corroded due to water leakage, the image temporarily disappeared due to corrosion of a the printed circuit board, the plug unit, the scope ID, the scope connector circuit board, the scope cover unit, the micro connector unit the scope connector, scope case unit, and the cable unit had corrosion due to water leakage, the image was not displayed due to damage on the plug unit, the charged coupled device (ccd) unit was slipping down, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that the evis exera iii colonovideoscope tested positive for an unexpected contamination. The issues were found during regular examination in the hospital. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause.